Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on the non-boston scientific right atrial (ra) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated that it appeared to show myopotential noise with oversensing on the ra channel which was resulting in inappropriate atr mode switching. This noise corresponded to signals on the shock egm. The one-year ra lead trend data showed an in-range intrinsic amplitude 3.3-7.7mv. Ts recommended programming options and to further consider investigating the mechanical integrity of ra lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section a1 patient identifier, section e1 initial reporter title, initial reporter first name, initial reporter last name and section e3 occupation. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on the non-boston scientific right atrial (ra) channel. Technical services (ts) reviewed the presenting electrogram (egm) and stated that it appeared to show myopotential noise with oversensing on the ra channel which was resulting in inappropriate atr mode switching. This noise corresponded to signals on the shock egm. The one-year ra lead trend data showed an in-range intrinsic amplitude 3.3-7.7mv. Ts recommended programming options and to further consider investigating the mechanical integrity of ra lead. This device remains in service. No adverse patient effects were reported.